Event description:
Colonoscopy in progress. Md found an active bleeding site in the patient's rectum. Resolution clip deployed to the bleeding site. Clip deployed but bent upon deployment. Bent clip retrieved by md. No harm to patient.